Manufacturer narrative:
Please refer to the attached analysis report.(B)(4).

Event description:
Reportedly, during the implantation procedure of the subject pacemaker, a pacing delay has been observed after connecting the pacemaker to the atrial and ventricular leads. The pacemaker was out of the pocket at the time of the event. The physician suggested an improvement of the pacing polarity configuration during implantation.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure of the subject pacemaker, a pacing delay has been observed after connecting the pacemaker to the atrial and ventricular leads. The pacemaker was out of the pocket at the time of the event. The physician suggested an improvement of the pacing polarity configuration during implantation.